Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. The customer experienced an undefined elevated blood glucose (bg) level due to the altitude alarm. Customer administered a manual injection to address the elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.